Event description:
Additional info received from the MFR on 10/14/1998: a gas transfer was attempted, however, the unit exhibited fiber leakage during the test sufficient to prevent gas transfer data from being obtained. Fiber leakage of the above nature can be caused by a variety of factors including the pt's blood, specific drugs or priming solution used, and how the device was handled after being removed from the circuit in the operating room. The fact that the device showed a "normal" pressure drop during the test suggests that the oxygenator did not malfunction as a result of a manufacturing anomaly. The device has not been disposed of and remains under the control of medtronic. No design changes or modifications, including changes in sterilization, have been made to this device which would be applicable to the reported event.